Event description:
The account alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The technician found debris and dried liquid in the side rail latch. The technician cleaned and lubricated the side rail latch to resolve the issue.